Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, out of range impedance was noted on the riata lead. The physician prefers to monitor the patient by follow-up. All other electrical measurements are within range. The patient was in stable condition.